Event description:
A facility reported that one of their meters did not turn on. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given to any pt due to this issue. No further info has been reported.